Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump was received with intermittent button response and button error alarm due to corroded keypad traces. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer woke up to the pump alarming. Customer's blood glucose was 464 mg/dl at the time of the incident. Customer stated that none of the keys were working. Customer changed the infusion set out 4 hours earlier. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.